Event description:
A malfunction alarm was reported on the pump during its operation. There was no adverse impact to the customer¿s blood glucose level. The pump, which was still under warranty, was set to be replaced by technical support. The customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery and was instructed on how to put the pump into storage mode before returning it. The customer acknowledged all instructions and agreed to return the faulty pump using a pre-paid label within ten days.